Event description:
It was reported that there was an issue with a surgical procedure. The carrier broke during tunneling procedure. No injury to patient, but an extra incision had to be made to retrieve the carrier fragment that broke off. If additional information is received, a follow up report will be sent.

Event description:
Additional information noted that the patient was fine after surgery.

Manufacturer narrative:
Extension model # 37085 lot # nkn026557v implanted unknown explanted unknown

Manufacturer narrative:
Product ID 37085-60 lot# serial# (B)(4) implanted: (B)(6) 2012 explanted:; product typ extension product ID 37085 lot# serial# (B)(4) implanted: explanted:; product typ extension product ID 3550-06 lot# serial# implanted: explanted:; product typ accessory product ID 3389s-40 lot# v867003 serial# implanted: (B)(6) 2012 explanted:; product typ lead product ID 3389s-40 lot# v867003 serial# implanted: (B)(6) 2012 explanted:; product typ lead.